Manufacturer narrative:
On 17 dec 2018 arjo was informed about the event, which occurred in the facility in france. At the beginning of the resident transfer, the maxi sky 440 portable ceiling lift detached from the carabiner (the component on which the lift is attached to the track) and fell on the resident's chest. No injury was reported. The arjo representative visited the facility after the event. The device evaluation conducted by arjo representative showed that the maxi sky 440 portable ceiling lift was in overall good condition, no device malfunction was observed. The reported problem was not recreated during testing. Information gathered during an interview with the facility staff revealed that they did know how the lift detached from the carabiner. However, it should be emphasized that the caregivers did not check if the carabiner was correctly fitted at that time. The maxi sky 440 was attached to the track and the transfer with the resident was initiated. It seems justified that the incorrect positioning of the carabiner could contribute to the event. The facility had the reacher- an accessory which helps to attach the lift to the track, however it was not possible to determine if it was used at the time of the event. The analysis of previous complaints and simulation performed revealed that a detachment of the ceiling lift is highly unlikely if the carabiner is installed properly. All simulated scenarios require improperly installing the lifting strap in the carabiner, in order to apply a force which causes the opening the carabiner latch. It should be noted that it is crucial to follow all safety instructions regarding device attachment on a track, included in the device instruction for use (001.16000.33.en rev.13) to provide easy and safe installation and usage of ceiling lift devices. The correct installation of the carabiner is essential to provide the safe and efficient transfer. - "attach the carabiner to the trolley and then move the lift over the patient." - "inspect the carabiner at the top of the strap to ensure that it is properly attached." Additionally, the instruction for use for the portable lift "reacher" (001.08315.en-rev.6) includes information on how to install the ceiling lift in a safe way using the reacher. There is also pictographic instruction included. Based on findings described above, it can be concluded that the event was probably caused by the not following the instruction for use, which demonstrates how to properly install the device before performing a transfer. Due to this fact, the re-training for the facility staff was conducted by the arjo representative after the event. When reviewing similar reportable events for maxi sky 440 and similar portable ceiling devices, we have found a limited number of cases related to the lift detachment due to carabiner attachment failure. In summary, the maxi sky 440 ceiling lift detached from the carabiner and from that perspective, the device did not perform as intended. The device was being used at the time of the event and played a role in the reported event. Although no injury occurred, the complaint decided to be reportable due to fact that such circumstances with patient attached on the device upon recurrence may result in harm of high severity.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018 (B)(4) was informed about the event, which occurred at the facility in (B)(6). It was reported that the maxi sky 440 ceiling lift detached from the carabiner (the component on which the lift is attached on to the installation system) and fell on the patient's chest. No injury was reported.